Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, an aortoiliac duplex exam revealed a type ii endoleak with enlargement in maximum ap diameter of the aneurysmal sac from 4.7 to 5.3 cm when compared to the previous exam on (B)(6) 2010. Because of concerns over the pt's advanced dementia, his family does not wish any further intervention.

Manufacturer narrative:
Other gore excluder aaa component included in this report: pxc201200 / 05151709. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak.